Manufacturer narrative:
The complaint cannot be verified due to careless handling of the product. The soft components of the housing are worn down heavily. Therefore, moisture entered the insulin pump and destroyed the pump electronics. The functionality of the buttons is not affected by the damage on the soft components.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Patient reported, the protective rubber on the up button is damaged, and he has to press the button hard and several times for it to function. He switched to his backup infusion device, and the alleged infusion device was requested for evaluation. No physiological effects were reported.